Event description:
It was reported that during a percutaneous transluminal coronary angioplasty (ptca) treatment procedure, a vessel dissection occurred. The lesion was a chronic total occlusion (cto) without calcification, in the right and left common iliac artery (cia) and external iliac artery (eia). A 6f "parent" introducer sheat (unk MFR) was inserted via the left brachial artery, and another MFR's guide wire was advanced to the lesion (left cia-eia). Another 6f 10cm sheath (unk MFR) was inserted via the left femoral artery and a snare was advanced and used to pull the guide wire past the lesion and through the 6f femoral sheath. A 4.0 x 40 wanda was advanced to the lesion and inflated; however, it ruptured at 8 atms. The balloon was exchanged for a 3.0 x 20 wanda and dilated, and exchanged once more for a 6.0 x 80 wanda and dilated. Subsequently, an 8.0 x 10 cm non bsc stent and a 10 x 6.0 cm non bsc stent were placed. Following treatment of the left cia-eia, the lesion in the right cia-eia was treated. Two different non bsc guide wires were advanced to the lesion, and then were replaced with a thruway guidewire (size unk). The lesion was then dilated with a 4.0 x 2.0 cm symmetry balloon and a 6.0 x 4.0 symmetry. Following balloon dilatation, a 10 x 10cm non bsc stent and an 8.0 x 8.0 cm non bsc stent were placed. Both stents were post dilated with a non bsc balloon catheter; however, it ruptured. The balloon catheter was exchanged for another of the same device and the lesion was post dilated. The physician then noted under angiography that the stent placed in the left eia had not fully expanded. The ultra thin diamond balloon catheter was then advanced to the lesion and the stent was post dilated. Subsequently, a dissection occurred at the distal portion of the stent. Blood flow in the common femoral artery (cfa) and superficial femoral artery (sfa) stopped. A non bsc guide wire was used in an attempt to cross the lesion from an anterograde approach; however, it was unsuccessful. A 4f sheath (unk MFR) was inserted via the left popliteal artery, and then the non bsc guide wire was able to cross the lesion via the retrograde approach. A 4.0 x 40 non bsc balloon catheter was advanced to the lesion and inflated; however, the balloon was too small. Therefore, the balloon was exchanged for a 5.0 x 40 non bsc balloon and the dissection was "long inflated". The procedure was terminated. No further patient injuries or complications were reported. Pt status is listed as "stable".

Manufacturer narrative:
The complainant indicated that the device has been disposed; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant info from that review, a supplemental medwatch will be filed.